Event description:
Edwards has learned through the implant patient registry that a 21 mm aortic valve, that had been implanted for approximately eight (8) years, was replaced in a valve-in-valve procedure. Reportedly, this valve had become severely stenotic. A 23 mm sapient valve was placed without difficulty. Post deployment tee revealed an excellent result with trace central ai. The patient is reported as stable.

Manufacturer narrative:
This device will not be returned as it remains implanted after a valve-in-valve procedure. No additional information is available. No echo is available. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device was reportedly replaced due to stenosis. However, without return of the device or additional information regarding the condition of the device, we are unable to confirm the clinical observation.